Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -6.5 diopter into the patient's left eye (os) on (B)(6) 2019. The surgeon reports low vault. Reportedly, the lens remains implanted. See MFR report# 2023826-2019-01016 for previously implanted lens.

Manufacturer narrative:
In original MDR the reporter indicated that the exchange lens still had low vault; however, via email an updated complaint questionnaire indicated that the exchange resolved the problem. This is not a complaint against the device. Device code 1583: vaulting in original MDR is not applicable. Exchange solved the problem. Device code 1494: off label (acd <3.00mm) in original MDR is not applicable. Claim#: (B)(4).